Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented outside of the emergency department unresponsive. It was unknown if the patient had a seizure. The patient was found to be bacteremic.